Event description:
Information also noted that patient had 3rd degree heart block, which caused the patient's syncopal episodes, dizziness, and vomiting.

Manufacturer narrative:
The reported events of inability to interrogate, no pacing, and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range with signs of elevated current. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented to the emergency room (ER). Upon interrogation, the patient's pacemaker was found to have lost pacing output. Clinic staff were able to restore the pacemaker function with spontaneous pacing on (B)(6) 2021. The next day, the patient presented to the ER again reporting syncopial episodes, dizziness and discomfort due to vomiting. Upon examination, the pacemaker was unable to be interrogated, and had no magnet response. The physician alleged premature battery depletion on the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable throughout the explant process.